Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome . It was reported that the patient cannot get his device to work and he has been in pain. He said that he thinks it might be in sleep mode.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.